Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she had a cataract surgery on her left eye and following the iol implant procedure night driving is nearly impossible-bright starbursts are around every light at night. Every headlight, every streetlight, every light looks like a firework and this has not diminished over time. She need to have the cataract removed from other eye but can¿t get it done because she wont be able to see at all at night. Additional information has been requested.